Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a1, a2, (age, dob), a3, h6 medical device problem code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: dsi issued raised 03643230 for this complaint: loan - the head pusher (item 200165000) in the core tray [znauh0141 actis eclipse core case] had 3 tiny pieces of metal debris lodged in the plastic part of the pusher. It scratched the ceramic surface of the head when inserting it into the patient. The product was not returned to depuy synthes, however photos were provided for review. See attachment [attachment head impactor 1.jpeg]. The photo investigation revealed that femoral/humeral head impactor had signs of black foreign substance, it is unknown at this point in which part of the process the device was contaminated and the origin therefore the potential cause cannot be determined . Without more evidence the off label use allegation cannot be confirmed this allegation can be considered a delivery service issue. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection not completed. The overall complaint was confirmed as the observed condition of the femoral/humeral head impactor would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: 1. Please determine if it's known at the three pieces of metal are from. - unknown source of metal. They were only aware when they hit the ceramic head into the patient & it scratched the surface. Could have been from processing in the steriliser but uncertain. 2. What's the recent most patient outcome? - head sits inside the patient with slight scratches.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> dsi issued raised 03643230 for this complaint: loan - the head pusher (item 200165000) in the core tray [znauh0141 actis eclipse core case] had 3 tiny pieces of metal debris lodged in the plastic part of the pusher. It scratched the ceramic surface of the head when inserting it into the patient. The device associated with this report was returned to depuy synthes for evaluation. Investigation of the device is able to confirm the reported condition. The device plastic impaction head is found with 3 visible small points of a foreign substance that seems to be metal. Potential cause of this situation cannot be established. It is important to realize an inspection of the device prior to use; correct cleaning/sterilization procedure is also an important step before clinical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the femoral/humeral head impactor would have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: dsi issued raised 03643230 for this complaint: loan - the head pusher (item 200165000) in the core tray [znauh0141 actis eclipse core case] had 3 tiny pieces of metal debris lodged in the plastic part of the pusher. It scratched the ceramic surface of the head when inserting it into the patient. The product was not returned to depuy synthes, however photos were provided for review. See attachment [attachment head impactor 1.jpeg]. The photo investigation revealed that femoral/humeral head impactor had signs of black foreign substance, it is unknown at this point in which part of the process the device was contaminated and the origin therefore the potential cause cannot be determined . Without more evidence the off label use allegation cannot be confirmed this allegation can be considered a delivery service issue. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection not completed. The overall complaint was confirmed as the observed condition of the femoral/humeral head impactor would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device history lot: the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed.

Event description:
It was reported that the head pusher had three tiny pieces of metal debris lodged in the plastic part of the pusher. It scratched the ceramic surface of the head when inserting it into the patient.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.